Event description:
Note: date of the event is unk. A resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure on a female pt (weight unk). According to the complainant, the clip deployed during the procedure, however, the arms of the clip were bent open and fell off the tissue. The clip was removed from the pt and the procedure was completed with another same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008 15-month hemostatic clipping prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.